Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2016, a 23mm trifecta gt valve was successfully implanted during an aortic valve replacement. In (B)(6) 2021, echocardiogram showed a leaking aortic valve. The mean left ventricle (lv) aortic gradient was 29 mmhg, and the maximum lv aortic gradient was 53 mmhg. The aortic vmax was 365 cm/s. Moderate aortic insufficiency (grade 2 out of 4) was observed. In (B)(6) 2021, maximum speed on average was 3.8 m/sec and average gradient was stable at 29 mmhg. In (B)(6) 2021, on transesophageal echocardiogram (tee) showed aortic bioprosthesis with receding armature. The mean lv-aorta gradient was 35 mmhg. The max. Lv aortic gradient was 66 mmhg. The aortic vmax was 405 cm/s. Moderate aortic insufficiency (grade 2/4) was observed. The end-diastolic reflux in the aortic arch was 12.2 cm/s. Stable mean gradient at 35 mm hg, but short acceleration time at 60 msec, ratio of acceleration time/time of ejection at 0.20, aortic functional surface estimated at 1.1 cm²). No surgical replacement despite the complications. The patient status was unknown.

Manufacturer narrative:
As reported in a research article, a valve was noted to be leaking about four and a half years after implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that in (B)(6) 2016, a 23mm trifecta gt valve was successfully implanted during an aortic valve replacement. In (B)(6) 2021, echocardiogram showed a leaking aortic valve. The mean left ventricle (lv) aortic gradient was 29 mmhg, and the maximum lv aortic gradient was 53 mmhg. The aortic vmax was 365 cm/s. Moderate aortic insufficiency (grade 2 out of 4) was observed. In february 2021, maximum speed on average was 3.8 m/sec and average gradient was stable at 29 mmhg. In october 2021, on transesophageal echocardiogram (tee) showed aortic bioprosthesis with receding armature. The mean lv-aorta gradient was 35 mmhg. The max. Lv aortic gradient was 66 mmhg. The aortic vmax was 405 cm/s. Moderate aortic insufficiency (grade 2/4) was observed. The end-diastolic reflux in the aortic arch was 12.2 cm/s. Stable mean gradient at 35 mm hg, but short acceleration time at 60 msec, ratio of acceleration time/time of ejection at 0.20, aortic functional surface estimated at 1.1 cm²). No surgical replacement despite the complications. The patient status was unknown. No additional information was provided.